Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges cannulas are defective from this lot; cannula was inserted into linkassist insertion device and after installing, "it broke down". Caller reported cannulas are broken prior to installing in linkassist device. Customer alleged that when he was trying to install the cannula using the link assist the cannula fragmented. Caller stated there were only 2 defective cannulas from this lot. No adverse event reported. No device will be returned due to custom and legal issues in (B)(6).